Event description:
This is a spontaneous report by a consumer with supplemental information from the nurse and physician from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date in 2010, the patient was diagnosed with peritonitis. On an unknown date, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient began remedial therapy with an unspecified antibiotic. Pd therapy was ongoing as well as remedial therapy. The patient was to be discharged from the hospital on (B)(6) 2010. The peritonitis was resolved in (B)(6) 2010.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device's active blade broke off and fell into the patient (not retrieved). The or time was increased due to malfunction of our device and the harmonic couldn't be used in the case any further. Bipolar cautery was used for the remainder of the procedure. Case was converted to non dissent vaginal hysterectomy & prolonged by half-an-hour. The patient is doing well.